Event description:
Instrument was sent in for repair only and found to have lower jaw broken off and missing. Contact stated it broke during surgery 2-3 years ago, but no pt injury had occurred. Contact can not answer as to the location of the missing piece.